Event description:
Note: this report pertains to the first of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2022. During the procedure, the image of the spyscope ds ii was lost approximately five minutes into the procedure. A second spyscope ds ii was used and the same problem occurred. They tried to disconnect and reconnect the device. They also tried shutting down the controller and restarting it; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Initial reporter phone): (B)(6) (B)(4) the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.